Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states there are exposed wires on the power cord.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.